Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer was treated with juice and also glucose tablet at came up to 59 mg/dl and then by the end blood glucose was 155 mg/dl. Customer will not return device for analysis.